Manufacturer narrative:
System was used for treatment. Kit lot d136 was reviewed. There were no non-conformances. This lot met all release requirements. The uvadex lot number was not provided. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or noncoformances related to the complaint were noted. Trends were reviewed for all complaint categories and no trend was detected for tubing leak. This assessment is based on the information available at the time of the investigation. The photo analysis is still in progress at the time of this report. A supplemental report will be filed once investigation is complete. (B)(4).

Event description:
Customer reported a leak at the collect pressure sensor. Clinical services specialist (css) contacted the customer to gather further information: the leak is located at the connection of the tubing and the pressure dome. The treatment was aborted and no blood was returned to the patient. Customer cleaned the instrument , installed a new kit and performed a new treatment without issue. Patient was reported as stable. The customer has agreed to provide a photo for investigation.

Manufacturer narrative:
A photo analysis was conducted. Review of the customer supplied photographs confirmed the reported leak at the pressure dome. The analysis determined the root cause of the leak is likely operator error when forming the bond between the pump tubing organizer (pto) and the collect pressure dome. Operators have been retrained. (B)(4). Device not returned.